Event description:
Sales rep reported revision surgery. Doi pulled from invoice. Patient has been revised to address pain. Update: (B)(4) 2014 - litigation received. Litigation alleges elevated metal ion levels and during revision revealed a pseudotumor, corrosion, and metallosis. The femoral stem is now being added to the complaint. This complaint was updated on: (B)(4) /2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.